Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/13/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture ingress was found on internal components; the reported moisture ingress issue was confirmed. The following findings are unrelated to the reported issues: the battery compartment was observed to be cracked in the area below the grip pad. The display screen visual was observed to be dim due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the ok keypad button was under-responsive. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.